Manufacturer narrative:
This is a bilateral patient that received their tmj implants in (B)(6) 2004. The surgeon removed the left tmj implants in order to debride the joint and elected to replace them with another manufacturer's devices.

Event description:
The patient's left side tmj implants were removed due to heterotopic bone and ankylosis.